Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was found in backup.

Event description:
Additional information received notes that the implantable cardioverter defibrillator was successfully restored. The patient was in stable condition.